Manufacturer narrative:
The used company cartridge was returned in a specimen cup with the lens case and lens. The cartridge was a cavity 173. Viscoelastic was observed in the cartridge. The tip had medium stress lines. The cartridge had evidence of placement into a handpiece. The returned used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridge met specification for the presence of top coat. Uncoated areas were observed on sides of nozzle. The non-qualified company 25.0 diopter lens was returned inside the lens case. Viscoelastic was dried on the lens. The lens had been cut into two pieces typical of removal. The posterior surface of the optic had two parallel stutter scratches. The returned lens matched the provided photo. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The company 25.0 diopter lens is not qualified for use with the specified company cartridge model. The used company cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was loaded in a company cartridge with a new company shooter and viscoelastic, once the lens was inserted in the patient eye could visibly see track marks. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).